Event description:
It was reported that customer's sensor has been receiving a lot of weak signals and lost sensor alerts. Customer is also having difficulty calibrating. Customer's blood glucose was 2.8 mmol/l. Customer believes there is an issue with the transmitter. A test plug was sent for customer to test the transmitter. Customer was advised of proper sensor insertion methods. Customer was advised to monitor the issue and call back if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.